Event description:
Additional review determined that the erosion was initially noted approximately four months after implant ((B)(6) 2011). The hcp tried to do a device fix. In (B)(6) 2010, the hcp tried to close up everything. The erosion happened again. In (B)(6) 2011, the hcp tried to fix it again without resolution. It was reported that the device electrode and part of the extension were still sticking out.

Event description:
It was reported that an erosion occurred and that a lead was sticking out of the patient's head. The erosion was long term and was attempted to be fixed in (B)(6) 2010 and (B)(6) 2011. There were no signs of infection. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Extension model 37085-60, serial # (B)(4), implanted: (B)(6) 2010, explanted: unk; extension model 37085-60, serial # (B)(4), implanted: (B)(6) 2010, explanted: unk.